Manufacturer narrative:
The investigation hemolysis has been completed. Based on the clinical details, it is unknown if the pump was in the correct position. The data logs were reviewed and found that suction alarms occurred. No motor current spike was observed. No positioning issue indicated the cause of the reported issue. It is unclear if the hemolysis issue was related to positioning issue as the pump was explanted before repositioning. The cause of the hemolysis issue could not be determined since the complaint device was not returned for investigation and insufficient clinical data was provided. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12429 and should not have been. H.6 code 925 was added since the initial submission of manufacturer device report number 1220648-2024-12429 in accordance with updated procedures.

Event description:
The user facility reported a 70-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a patient began to have red urine during impella cp support. The physician arrived to reposition the unit, but the decision was ultimately made to explant the pump. The patient was considered stable following the event. Two days following the explant, the decision was made to withdraw care and the patient expired. Per abiomed's medical safety officer review, there is not enough information to associate use of device with outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿